Manufacturer narrative:
A follow up will be sent if additional information is received.

Event description:
End user states has changed the filters on the unit, has a irc5po2 and unit will power with a green light the a yellow light unit will continue to run, no alarm.